Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that there was oversensing associated with the right ventricular lead. Analysis also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted that there were 1867 v-sics since last session 12.9 days ago. There were 3 nst (non-sustained tachycardia) episodes with v-v intervals less than 220 ms on (B)(6) 2016. The right ventricular pace impedance steady at approx. 537 ohms through (B)(6) 2015, and rises out of range by (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing as artifact was noted on the rv bipolar sensing egm (ectrogram). A possible lead fracture was suspected. The lead was explanted and replaced. Additionally, it was reported that the device had a sensing/detection problem as there was artifact noted on the egms. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.